Manufacturer narrative:
This is the same event as 3010536692-2014-01428, -01429, -01431.

Event description:
Allegedly after 7 mths post-op, pt. Started having bilateral/chronic pain; difficulty with walking and movement. Received additional information on 9/02/14: patient was revised on (B)(6) 2014 (right).